Event description:
It was reported that patient faced bent cannula event 20-march-2026 and patient experienced high blood glucose level and treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.